Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (1 g in first bag and then every fifth day for fourteen days) and intraperitoneal fortum (1 g in first bag and then 500 mg in each bag; duration not reported) for peritonitis. On an unknown date, the vancomycin and fortum treatment were discontinued. The patient was switched to intraperitoneal lupinem (1 g in single bag and then 500 mg in each bag; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, lupinem remains ongoing and the patient is recovering. No additional information is available.